Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ smic-101 has insufficient indicator and no growth with 448803 panels. The following information was provided by the initial reporter: customer is reporting insufficient indicator and no growth with 448803 panels.

Manufacturer narrative:
After additional review, the previous MFR report #1119779-2022-00722 was submitted in error. There were no false results; errors were encountered during the testing process, and the tests aborted. This is not a reportable event. This MDR should be considered canceled.

Event description:
It was reported that bd phoenix¿ smic-101 has insufficient indicator and no growth with 448803 panels. The following information was provided by the initial reporter: customer is reporting insufficient indicator and no growth with 448803 panels.